Event description:
It was reported that the balloon got stuck with the wire. A 4.0mm x 15mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the non-boston scientific guidewire got stuck in the wolverine guidewire lumen and had to be removed completely. The wolverine guidewire lumen appeared to have been flattened. The procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that the balloon got stuck with the wire. A 4.0mm x 15mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the non-boston scientific guidewire got stuck in the wolverine guidewire lumen and had to be removed completely. The wolverine guidewire lumen appeared to have been flattened. The procedure was completed with another of the same device. No patient complications reported. It was further reported that the device was removed with the guidewire in one piece using normal method.

Event description:
It was reported that the balloon got stuck with the wire. A 4.0mm x 15mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the non-boston scientific guidewire got stuck in the wolverine guidewire lumen and had to be removed completely. The wolverine guidewire lumen appeared to have been flattened. The procedure was completed with another of the same device. No patient complications reported. It was further reported that the device was removed with the guidewire in one piece using normal method.